Event description:
It was confirmed that patient was not able to complete treatment on the reported day with the cycler and did not try manuals. Per nurse, patient was admitted to the hospital on (B)(6) 2025 for having issues with the pd catheter. Patient is awaiting to have a pd catheter replacement. In the meantime, patient underwent for a hd catheter. Patient's catheter replacement's surgery was delay due to before the patient was admitted, she took farxiga, a medication for the diabetes, and per nurse this is a contraindicated medication if the person is going to have a medical procedure, so patient had to wait around 3 days, nurse stated that maybe today patient is going to have the catheter replacement. Nurse confirmed that the patient is fine and there was no adverse events regarding the transition to hd. No patient adverse effects were experienced, medical intervention was required, however not related to the patient's treatment or any use of the fresenius products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).